Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned driver was evaluated. Visual inspection revealed slightly bent flutes at the hex, causing the hex to not be perfectly formed. The driver was tested with a mating screw and torque handle. The driver had issues as it was difficult to remove from the screw, due to the tip deformation. A review of the manufacturing records did not identify any issues which would have contributed with this event. The alleged device malfunction was not confirmed. However, a device malfunction was confirmed due to tip deformation. The root cause cannot be determined.

Event description:
It was reported that six drivers would allow the mating screw to toggle when assembled together. No specific surgical or patient information is available. This is report six of six for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report numbers 3012447612-2019-00409 to 3012447612-2019-00414.

Event description:
It was reported that six drivers would allow the mating screw to toggle when assembled together. No specific surgical or patient information is available. This is report six of six for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that six drivers would allow the mating screw to toggle when assembled together. No specific surgical or patient information is available. This is report six of six for this event.